Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2011-00631, 00633. The patient was implanted with an ams perigee graft to treat pelvic organ prolapse. It was reported, "as a result of having the products implanted", the patient "has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone corrective surgery."